Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Initial reporter: the initial reporter is located outside the u.s., and therefore this info is not provided due to country privacy laws.

Event description:
The hospital reported the oxygen fail alarm was not as loud as expected. There was no reported pt injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The carrier board was replaced and the unit was returned to service. The board was returned to the manufacturing site for investigation. The board was tested, and the reported complaint was confirmed.